Event description:
A data error alert was reported by the caller, occurring after the pump's ship date. The caller declined to provide their blood glucose level at the time the issue was noticed. The customer was informed that some history logs may have been erased, but the insulin therapy was unaffected. The customer acknowledged this and decided to continue using the pump for insulin therapy.